Event description:
It was reported during a laparoscopic inguinal hernia repair the bladder was perforated. The sm109 was inflated with 42 pumps of air and appeared to function properly. The space was created, the balloon deflated and removed. The balloon did not appear to have malfunctioned. The trocar was inserted and the scope placed and a tear was noted in the bladder at this point. The surgeon attempted to endostitch the bladder laparoscopically and placed 6-7 sutures. A foley cath was inserted and filled, a leak was noticed in the bladder. A urologist was called into or, the case converted to open and the bladder was repaired. After bladder repair, the inguinal hernia was repaired. The product was not saved.